Event description:
It was reported that during a shoulder cuff repair surgery, the healicoil anchor was fractured during implanting. All the broken pieces were removed from the patient using tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device in the original drill bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the broken anchor was not returned. The insertion tool was returned. It shows no deficiencies. There is bio debris on the insertion tool and in the packaging. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. Corrected information in h6 (health effect - impact code).

Event description:
It was reported that during a shoulder cuff repair surgery, the healicoil anchor was fractured during implanting. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case(B)(4).